Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4.8 cm diameter fusiform abdominal aortic aneurysm approximately nine months ago. It was reported that on the same day of the procedure the patient had a 102.5 degree temperature and was treated with medication. The investigator assessed this event to be related to the study procedure and not the study device. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (fever).